Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the leading haptic was severed during lens implant. The piece of the severed haptic was retrieved and the lens was removed. The incision was enlarged. A back up lens of the same model and diopter was implanted successfully in the pt's left eye. The pt's current prognosis and treatment is "good". Please reference MDR #1119279-2014-00307 for the lens used during the event.